Event description:
It was reported that a user experienced a prolonged low blood glucose episode after starting the iLet and following a very low-carbohydrate pattern with a missed meal announcement; the user treated the event with repeated oral glucose and confirmed a nadir of approximately 39¿40 mg/dL by CGM and glucometer. Symptoms included hypoglycemia. Outcomes included urgent low glucose events with the need for oral glucose and classification as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information about any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial